Manufacturer narrative:
The power supply module for the v.a.c. Therapy unit was returned to kci quality engineering for eval. Eval of the power supply module revealed that there was damage to the external prongs. Internal inspection of the power supply module revealed evidence that overheating and scorching had occurred.

Event description:
On (B)(6)2009, it was reported that "popping" noises were heard and a burnt odor was smelt emanating from the v.a.c. Freedom power cord while it was plugged into the wall outlet at the pt's home. There was no report of an injury.